Manufacturer narrative:
During the onsite visit the fse (field service engineer) replaced the eyetracker halo assembly and successfully completed system verification to specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported intermittent tracking issues during ablation. Additional information received; one patient was worst than most and required moving the patient around to get the eye to track. The surgery day took longer as the tracker was not working as efficiently. The procedures were completed without harm to the patients.